Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The guidewire was inserted up to 6-10 cm when resistance was felt. Guidewire was removed but 1/4 inch remained in the patient. During the procedure they attempted to remove the guidewire but were unable to. The patient left the facility, in 2009, the patient returned due to complications with the migrated guidewire. At that time the guidewire was removed without further complications.